Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, although the root cause could not be determined, the following mechanism likely caused the detachment of the cutting wire: 1) the cutting wire was close to the tissue or endoscope. 2) the output was activated 3) during activation, accidental discharge might have occurred at two points in the cutting wire at the same time. 4) the discharge caused the cutting wire to become hot instantly. As a result, the cutting wire was broken and detached. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the wire is very short, the output is too high or activated while the wire touches metal parts of the endoscope, or the wire is tightened too strong. When the wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the wire will be pushed out toward the papilla or move sideways. If the wire breaks off, stop the output immediately and pull the slider completely to retract the broken wire into the tube. Then withdraw the instrument from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct and/or damage of the endoscope could result.¿ ¿be sure that the rear end of the cutting wire is extended from the distal end of the endoscope. In case the cutting wire contacts the forceps elevator, insufficient output or unintended tissue injury may occur.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, this device has not been recovered and returned. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
A customer reported to olympus that during endoscopic retrograde cholangiopancreatography, this disposable triple lumen sphincterotome was dislodged into the patient. It was not confirmed where it went and was not retrieved from the patient or the scope. An xray was performed after the procedure and the physician cannot confirm any needle was left in the patient. The procedure was completed with the same device. There were no reports of patient or user harm associated with this event.